Manufacturer narrative:
(B)(4) . No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Reference attached journal article - attachment: [article - alsharbaini 2014 (1).pdf]

Event description:
Journal article title: snodgrass urethroplasty for hypospadias repair: a retrospective comparison of two variations of the technique author(s): radi alsharbaini, md and hamdi almaramhy, frcs citation: journal of taibah university medical sciences (2014) 9(1), 69¿73; http://dx.doi.org/10.1016/j.jtumed.2013.10.002 the study aimed to comparatively describe two methods of performing snodgrass technique with respect to postoperative complications and outcome, with emphasis on meatal stenosis, fistula formation, residual chordee and penile torsion. Between mar2007 and feb2012, 320 boys with distal hypospadias, aged 8 months to 12 years, underwent snodgrass tubularized incised plate (tip) urethroplasty for penile hypospadias repair. These patients were divided into two groups: group a (n=115) and group b (n=205). In both groups, the urethral plate was tubularized over an 8¿10 fr fenestrated silicone catheter (depending on the child¿s age) with a continuous 6-0 pds absorbable suture to create the neourethra, and the catheter was left for 3¿4 days postoperatively. The grandular wing were approximated by a 6-0 vicryls absorbable sutures and the distal ends were fixed to the underlying neourethra at 5 and 7 o¿clock. Postoperatively, complications included urethrocutaneos fistula (n=6 group a, n=2 group b) where reoperation with two layer was required in 6 cases and 2 cases healed after conservative management of meatal stenosis with dilatation; meatal stenosis (n=7 group a, n=3 group b) where 9 patients responded to regular dilatation for 3 months and one patient required meatoplasty; penile torsion (n=9 group a, n=4 group b) where 8 patients required no intervention and 5 patients required degloving and adjustment of the penile direction; and wound infection (n=2 group a, n=3 group b). A shorter urethral plate incision, use of a lateral dartos flap to cover the neourethra and more extensive skin degloving in snodgrass urethroplasty reduce the rate of complications. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Corrected information: it was reported that this device is not malfunction reportable.